Manufacturer narrative:
The reported field event of far p wave oversensing and noise was not confirmed in the laboratory. Review of the device image by technical services confirmed intermittent high voltage noise on the low voltage channels. The device was tested on the bench and no anomalies were found. The cause of the oversensing and noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an episode of oversensing was observed that appeared to be intermittent p-wave oversensing. This occurrence may have happened while the patient was sleeping. Oversensing could not be reproduced in-clinic. The cause was possibility noise when the atrium contracted. Noise could not be recreated with provocative testing. The patient will continue to be monitored. No further information is available.

Event description:
New information received states the device was explanted and replaced. The patient was doing fine before, during and after the procedure.